Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was displaying the error message maintenance required code # 1. The technician also reported there was a leak test failure which resulted in "leak in iab" alarm after some time. There was no patient involvement.